Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous intervention (pci) procedure a balloon rupture occurred. The calcified target lesion was located in the renal artery. A exp sd renal biliary sm, pmtd 6.0x18x90cm stent had been advanced to treat the target lesion and during the 1st inflation, the balloon ruptured at 8 atms. The stent was 90% deployed. A 6x15 sterling balloon catheter was used to post dilate the stent. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous intervention (pci) procedure a balloon rupture occurred. The calcified target lesion was located in the renal artery. A exp sd renalbiliary sm, pmtd 6.0x18x90cm stent had been advanced to treat the target lesion and during the 1st inflation, the balloon ruptured at 8 atms. The stent was 90% deployed. A 6x15 sterling balloon catheter was used to post dilate the stent. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic inspection of the returned device revealed the balloon was returned in a deflated state. A balloon pinhole was located approximately 2 mm from the proximal end of the distal markerband. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).